Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The pen was tested for volumetric dose accuracy per it1172. All doses were within specification, and the pen functioned as intended. An injection sequence was executed using a 29g x 12.7mm bd pen needle and cartridge. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that a plunger of a bd¿ pen ii mylan occasionally went down faster than usual.

Manufacturer narrative:
The manufacturing location for this product is mylan. This site is an OEM manufacturing site. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a plunger of a bd¿ pen ii mylan occasionally went down faster than usual.